Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was returned for evaluation. No device malfunction was reported; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Review of log files was not performed since log files covering the reported event date were not available for analysis. Failure analysis of the returned device revealed that the device passed visual examination, dimensional verification and functional testing. Independent pathological report revealed no evidence of thrombus within the device. However, the material identified on the exterior surface of the inflow cannula is grossly and histologically consistent with mural thrombosis. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a routine heart transplant and the ventricular assist device (vad) was returned for evaluation. Analysis revealed material on the exterior surface of the inflow cannula is consistent with mural thrombosis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.